Manufacturer narrative:
(B)(4). Date of initial report : 05/27/2015. To date, the incident unit has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The forcetriad users guide warns that sparking and heating associated with electrosurgery can be an ignition source. Keep electrosurgical electrodes away from flammable materials.

Manufacturer narrative:
(B)(4). (B)(6) 2015.

Event description:
The customer reported that prior to the procedure, the surgical site was disinfected with an alcohol-containing solution. When activating an electrical scalpel, arcing occurred, burning the patient. Although the procedure continued, the patient¿s burns required post-op skin grafts.